Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) cannot be determined. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted; however, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Two clips were implanted on each side to stabilize the clip reducing the mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.